Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed at 12 atmospheres and 14 atmospheres for 10 seconds respectively. However, during the second inflation, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was in good condition.